Manufacturer narrative:
(B)(4). Batch # n56l0l. Additional information was requested and the following was obtained: for clarification, did the device lock out and would not fire? No, the initial load did not fire. Or, was the firing handle squeezed but no staples deployed? I believe so, the initial load the stapler comes with but did not deploy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How long was the procedure extended (minutes)? Was there any change to the patient¿s post-operative care as a result of the bleeding or the extended surgery time? If yes, please explain. The analysis results showed that the tx60b device arrived in good visual condition and with a green reload present. The reload was received with all the staples present and protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).